Event description:
The account alleged the emergency trendelenburg does not function. No pt impact.

Manufacturer narrative:
The account replaced the emergency trendelenburg valve to resolve the issue.